Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 51mm fusiform abdominal aortic aneurysm. It was reported that the patient was hospitalized for a gastrectomy and during this hospitalization, the patient was diagnosed with sepsis- bacteraemia and uti (gram negative) at approximately two years post implant. The patient was treated with antibiotics and improved. The patient had acute renal failure at approximately two years post implant. Creatinine was 3.5 mg/dl probably due to contrast medium during CT scan 5 day prior to this event. Treated with bicarbonate and hydration. Dialysis was not required. Patient improved and approximately one month later creatinine was 1.41 mg/dl. The patient had anaemia at approximately two years post implant and required transfusion. Haemoglobin was 6.9 g/dl. Probably due to sepsis and acute renal failure. Patient received 3 units of packed cells at the time and again two weeks later after which the haemoglobin was 9.0 g/dl. The event resolved. The patient expired approximately 42 months post implant due to an unknown cause. The investigator assessed the death as not device or procedure related.

Manufacturer narrative:
(B)(4).